Event description:
It was reported the lithotripsy system generator exhibited an ¿error¿ signal after working at the beginning of the case. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the error signal was identified. It is likely the result of a faulty power board; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.